Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was discovered that the catheter lock could not be connected to the connecting handle of the port seat, and there was a noticeable gap between the components. After replacing the catheter lock, it was found that the issue persisted and the parts still could not be connected. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was discovered that the catheter lock could not be connected to the connecting handle of the port seat, and there was a noticeable gap between the components. After replacing the catheter lock, it was found that the issue persisted and the parts still could not be connected. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows a clinician holding a powerport attached to a catheter loaded with cathlock implanted to a patient. The cath lock was noted to be not connected to port stem and became loose while clinician is pulling by forceps. Therefore, the investigation is confirmed for the reported loose or intermittent connection issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.